Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. Due to the noted damage, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing in wedge/segmental resection, the second approach was difficult and considerable force was added to the shaft. When the device was returned to the scrub nurse and the cartridge was reconnected, it was in a state of being slightly bent. Although the stapling was completed successfully, it was unable to remove the cartridge when replacing the cartridge, and the operation was completed successfully using another short adapter. After the operation, when the nurse removed the cartridge again, the adapter and the cartridge disconnected, but the root part of the cartridge was broken, so the adapter will be returned. The status of the patient was reported as no problem.